Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving fentanyl (750 mcg/ml, 284 mcg/day) via an implantable pump for spinal pain. The rep reported they met with the patient to check the pump approximately 21 hours after the magnetic resonance imaging (MRI). The rep mentioned that the patient also had a CT scan. The rep stated the diagnostic imaging determined the patient had a dural tear and leak causing pain, intense headache, light sensitivity and also noted the patient needed to lie flat. The rep noted that the leaking spinal fluid could be an issue related to their tdd system. The rep stated the symptoms began on (B)(6) 2020. The patient was in the hospital and being monitored for reported symptoms/diagnosis.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the catheter was transected during spinal fusion. This was removed by the surgeon. The pump and proximal segment are in place and the doctor plans to remove this in the near future. ¿her headache is improved but still significant. She is coming for a blood patch today.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s intrathecal catheter was transected accidently and unknowingly. The catheter was removed and explanted to find no other csf (cerebral spinal fluid leak). The symptoms were resolved. The patient status was noted as stable on oral meds and plan was to remove pump as the patient was doing better after back fusion.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the patient¿s dura tear was the patient had a multi level lumbar fusion by ortho spine surgeon. The actions and interventions taken to resolve the symptoms was trunk repair and catheter around was severed accidently and would have to be replaced. The symptoms were resolved. The patient¿s status was noted as decreased headaches and pain, stable with oral meds.